Event description:
It was reported via repair work order that the fowler would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would drift due to a malfunctioned fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the fowler was drifting due to a malfunctioned fowler actuator.